Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous interventional procedure in the right coronary artery. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Reportedly, the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported device issue. The device was returned with both cuffs capturing the needles, indicating successful needle deployment. However, the rail suture end was broken at the swage end of the posterior needle tip while the plunger was being retracted to retrieve the suture. A suture break during the plunger retraction could appear very similar to the reported cuff miss as both would result in a failure to retrieve the suture. Therefore, the reported cuff miss/suture retrieval issue is confirmed and no follow-ups will be made. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database did not reveal any indication of a lot specific product quality deficiency.